Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a previous device history record (DHR) review was conducted on (B)(4) by the manufacturing site. Product code 150600004, work order: (B)(4) was manufactured on the 17 october 2016. 12 parts were manufactured per specification. Periphery systems reviewed and found to meet specifications/ be acceptable. Nr-0047921 is associated with this lot however there is no correlation with the failure mode.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records indicated: on (B)(6) 2021 patient was seen in clinic 3 weeks post-op following 2nd revision of the left knee on (B)(6) 2021. Patient presented with improved pain control and decreasing drainage from her knee incision since surgery (small amount from center of incision on day of clinic). Immediately post-op her knee had presented with an "extreme amount of swelling" with dressings having fallen off. She currently had pain 7 out of 10, treated with dilaudid 4 mg po q 4 hours. Her po antibiotic, cefadroxil, was extended for an additional week. Encouraged to ice and elevate her knee, and to continue holding off on physical therapy. On (B)(6) 2021, patient was seen in clinic 1 month post-op. Presented with pain 6 out of 10 (treated with po dilaudid 2 mg), continued swelling, minimal drainage and tenderness at the site of her wound. She reports feelings of knee instability. On (B)(6) 2021, patient was seen in clinic by surgeon. Incision is well healed, no drainage. Patient complains of knee swelling and night pain. On (B)(6) 2021, patient was seen in clinic for pain in both knees, specifically the right knee on the day of visit. There is evidence of instability of the right knee, and discussions were had to address possible revision of the right knee to address instability.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received primary bilateral attune tkas to treat severe djd. The patella was resurfaced and competitor depuy x 2 was utilized on each knee. The procedure was completed without complications. Patient received a left knee revision to treat pain and swelling secondary to instability. The femoral component was well-fixed but revised. The tibial tray revised with some tibial bone loss. There was no reported product problem with the revised tibial insert. Patella was retained. The patient was revised with a competitor revision knee utilizing competitor cement. The procedure was completed without complications. Patient received a left knee I & d to treat redness, drainage, and pain secondary to a post-operative hematoma. All products were retained. The only depuy components at this time were the retained primary attune patella secured with depuy cement. This event will be captured on a linked complaint. Doi: (B)(6) 2017; dor: (B)(6) 2020 (femoral component, tibial tray, and insert revised, patella retained); doe: (B)(6) 2020 (I & d with competitor construct and retained attune patella); left knee.